Event description:
It was reported that the patient's blood glucose level rose between 300 mg/dl and 400 mg/dl within 24 and 36 hours of wearing the pod. The patient stated while on vacation and in the water more than usual, the adhesive separated completely from the abdomen, resulting in the cannula dislodging. The patient further reported upon removal of the pod, blood and liquid pooled at the pod site. The pod was removed, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone17.1, cgm sensor type: g6, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. There were no issues observed with the soft cannula that would contribute to the soft cannula becoming dislodged. The device adhesive pad was attached to the bottom housing, and no damage was observed with the adhesive pad or the adhesive pad's welds. There were also no damages, tears, or leaks found in the fluid path. There were no problems found with the pod during the investigation that would cause fluid leaking. The root cause of the reported event could not be determined.